Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿metallosis, pseudotumor. Revision surgery needed¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device revealed light marks all over the outer articulating surface of the depuy asr xl fem imp size 45, expected due to the metal-metal interaction for a long period of time. Additionally, signs of material wear and what appears to be black organic material were within the taper area, where the femoral stem is assembled. The observed condition of the device might contribute the reported metallosis event. It is worth mentioning, that the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. A manufacturing record evaluation was performed for the finished device [999890146 / 2033122] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the depuy asr xl fem imp size 46 would have contributed to the reported adverse event. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the complaint will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device [999890146 / 2033122] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [999890146 / 2033122] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient required revision surgery due to metallosis and pseudotumor.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, catalog, expiration date, primary UDI #), d9, h4. Corrected: d2a. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d10 (concomitant).